Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Exchange from textured to smooth, due to the patient's concern with the product. And "extensive calcifications around implant". The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, exchange from textured to smooth due to the patient's concern with the product, and "extensive calcifications around implant". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ use error /deflation: observed one opening assessed as surgical damage per rag. As per the investigation procedure particle and crease as completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ calcification: observed calcification on the device. ¿ use error /deflation: observed one opening assessed as surgical damage per rag. As per the investigation procedure creases as completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and exchange from textured to smooth due to the patient's concern with the product. Healthcare professional later reported baker grade iii and "extensive calcifications around implant". Healthcare professional later reported "cut to empty saline - circled". The device has been explanted.